Event description:
Additional information received from the consumer reported that the circumstances that led to sudden back pain, tingling and shock were unknown, but the patient thought it might have been poor grounding. The patient stated that it was a mild shock that faded with time and lasted momentarily.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had sudden bad back pain two weeks ago and a loss of therapy. There were no traumas or falls reported to be related to the issue. The patient had a tingling sensation on the right side at the implant site. The patient reported feeling a shock when she pulled the chain to turn on a ceiling fan. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.